Event description:
"Left arm was caught in between the bed and the rails with her right arm across the bed. She couldn't get her arm out, it was stuck".

Manufacturer narrative:
It was reported by the customer that when checking on the patient, she was found unresponsive. "He called his wife and she came in and noticed her left arm was caught in between the bed and the rails with her right arm across the bed. She couldn't get her arm out, it was stuck. She gave her CPR but did not respond". Additionally, it was reported that "the head section of the bed is not moving". It is believed that "her mother-in-law dropped her remote, tried to get it and she fell out of the bed and couldn't get back on, she probably over did herself." The customer believes the bed and/or rail contributed to the patient's death. It has been determined that the reported event caused or contributed to death, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. This is related to medwatch 1417592-2026-00428.

Manufacturer narrative:
Update to d4: lot number. Update to d4: serial number. Update to d9: sample received. Update to h3: sample evaluated. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.